Event description:
A 4 yr-old boy, was originally implanted on september 3, 1996. During the 13 mos preceding the incident at issue there had been no reports of any problems with device functionality. On december 4, 1997 advanced bionics rec'd notification that pt's implantable cochlear stimulator (ics) was explanted on october 30, 1997. The implant ctr reported that the child fell down hitting his head at the implant site. The exact date of trauma is unk. Upon explantation, the ics was observed to have several cracks. Advanced bionics has requested add'l info from the ctr regarding the incident. A follow-up report to this notification will be submitted as soon as add'l info is available.

Manufacturer narrative:
Device evaluation consisted of: a review of the device history record (DHR); visual examination, x-ray examination; electrical testing and internal visual examination. The case and substrate were found to be damaged. This damage caused the ics to immediately stop working. Please refer to the attached device failure analysis report. Review of device history record (DHR): during the mfg process of this device components were replaced to repair the back telemetry/lock failure that occurred during the electrical test. Visual examination: the case has numerous cracks on both sides of the device. The silastic coating held all of the pieces of the case together. The case band is separated from the case but is still being held in place by the silastic coating. The electrode is intact and the electrode balls are all present. The electrode is in good condition. X-ray examination: x-ray examination revealed the presence of several cracks in the substrate. These cracks separated the substrate into three pieces. Electrical testing: electrical testing when the device was received verified that link could not be established. This testing was performed with a pcit. Conclusion: the failure of this ics is attributed to the broken case and substrate. The damage caused the ics to immediately stop functioning. Corrective action: the cermamic ase used in this device was mfg using the isopress mfg process. Advanced bionics has determined that cases mfg using the isopress process are less resistant to impact damage than cased mfg using the injection molding process. Because ot previous instances of case damage in the pediatric population, advanced bionics has terminated the usage of cased mfg using the isopress process in favor of cased mfg using the injection molding process. Advanced bionics has also developed and implemented a screening procedure to assure that case lots accepted possess uniform minimum case strength to increase their ability to withstand the greater impact levels experienced by the pediatric population.